Event description:
It was reported that approximately three months post implant, the patient's right ventricular (rv) lead exhibited high thresholds, possible dislodgement, diaphragmatic stimulation, and nerve stimulation. It was also noted that the patient had complications, specifically cardiac tamponade from perforation. The lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.